Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Pressure sensor- bottle side. Case #: (B)(4). Case subject: npi 8100 check IV set alarms. Account name: (B)(6). Account #: (B)(6). Asset name: 8100 pump module v8.5.29. (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: (B)(6) had a "check IV set" alarms on lvp8100 sn (B)(4). Case resolution: there was no patient involvement.